Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 268 mg/dl less than 90 minutes after the pod was activated. Upon pod removal site she noticed the needle never inserted the cannula into the infusion site.